Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. A paracentesis with medication was performed on the first postoperative day due to elevated intraocular pressure. The patient had been seen in consultation by a retinal specialist who stated there was no retinal explantation for decreased visual acuity. The surgeon reported that a yag laser had been performed and the visual acuity had not improved.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/13/2009 and 02/26/2009 by phone. Medical records were received on 02/06/2009.